Event description:
It was reported the patient (B)(6) underwent surgical intervention due to loss of therapy. During and after the procedure diagnostics on the lead revealed invalid impedances. Subsequently, the lead was explanted and replaced. Reportedly, effective therapy was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Result: complaint for ¿invalid impedance¿ could not be confirmed. As received the lead model 3286 was cut into two segments stim end lead segment and terminal end lead segment. The lead segments were clear and undamaged and passed all functional tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.